Event description:
The endobutton did not pass through the tunnel that was drilled with a 4.5mm drill. Cl was cut and two #5 ethibond were used with the endobutton and passed without problems. Only the cl will be returned for evaluation. A back-up device was available. The surgeon experienced a 60-minute delay as a result. No patient injury occurred.

Manufacturer narrative:
Issue appears to be related to over handling.